Manufacturer narrative:
Summary of event: as reported, a performer introducer leaked during a procedure involving placement of a stent within the superior vena cava. The device was opened and prepared per the instructions for use. The introducer was then inserted over an unspecified amplatz super stiff 0.035-inch, 260-centimeter wire guide to the lesion and the dilator was removed. Blood leaked from the valve of the introducer, so the device was removed from the patient. A new sheath was used to successfully complete the procedure. A video provided by the customer shows a leak from the hub/valve of the device. The patient¿s anatomy was not calcified or tortuous. Resistance was not felt during insertion or removal of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for investigation. The silicone disc was dislodged inside the hub. The distal end of the sheath was damaged, and two kinks were noted, at two and five centimeters from the sheath tip. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. Relevant non-conformances were noted on two sub-assembly silicone disc lots; however, all non-conforming product was scrapped, and the lot was inspected 100%. There were no discrepancies in the slip depth logs for either lot. A supplier investigation was also conducted and concluded that the assembly of the hub with conforming parts did not contribute to the silicone disc being dislodged. The product IFU cautions ¿the maximum diameter of the instrument or catheter to be introduced should be determined to ensure that it will pass through the introducer¿all instruments or catheters used with this product should move freely through the valve and the sheath. Damage to the valve/introducer may result when the fit is too tight.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured to specification and that there is no non-conforming product in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure unrelated to the design or manufacture of the complaint device contributed to this incident. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 06dec2022. The patient's anatomy was not calcified or tortuous. Resistance was not felt during insertion or removal of the device.

Event description:
As reported, a performer introducer leaked during a procedure involving placement of a stent within the superior vena cava. The device was opened and prepared per the instructions for use. The introducer was then inserted over an unspecified amplatz super stiff 0.035-inch, 260-centimeter wire guide to the lesion and the dilator was removed. Blood leaked from the valve of the introducer, so the device was removed from the patient. A new sheath was used to successfully complete the procedure. A video provided by the customer shows a leak from the hub/valve of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.